Manufacturer narrative:
Conclusion: the surgeon has confirmed that he did not relate this outcome to any malfunction or defect of any of the cardiovations devices that were utilized. The surgeon relates that during infusion of retrograde cardioplegic solution, the coronary sinus pressure did not rise appropriately. Although the pressure was less than desired the surgeon felt he had enough pressure to apply cardioplegia. He feels that the myocardial infarction was related to the ep catheter having become dislodged from the coronary sinus, thereby prohibiting proper delivery of retrograde cardioplegic solution rendering myocardial protection inadequate.

Event description:
It was reported that the patient underwent a mitral valve procedure. Cardioplegia catheters were placed and their positions were confirmed and monitored appropriately with fluoroscopy and with transesophageal echocardiography (tee). Cardiopulmonary bypass (cpb) was initiated uneventfully and initial cardioplegic cardiac arrest was achieved as expected. The fluoroscopy unit was removed from the or and, after cardiotomy, tee was not effective in visualizing the coronary sinus catheter. The case proceeded and the heart was manipulated with a spatula to lift the anterior portion of the atrium. The surgeon then relates that during infusion of retrograde cardioplegic solution, the coronary sinus pressure did not rise appropriately. Although the pressure was less than desired, the surgeon felt he had enough pressure to apply cardioplegia. It is not known if subsequent doses of cardioplegia were given both in an antegrade and in retrograde fashions. The intracardiac mitral valve procedure proceeded in an uneventful way and cardio pulmonary bypass/cross clamp times were not excessive. Following completion of the intracardiac portion of the procedure, endoaortic clamping was discontinued and the myocardium was reperfused. At this point, the surgical team was unable to successfully wean the patient from cardio pulmonary bypass because of profound cardiac failure. The patient subsequently expired and it is reported that as post-mortem examination a large myocardial infarction was identified "in the region of the coronary sinus."